Event description:
Additional information received indicated the event was resolved by capping and replacing the right ventricular lead.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that noise resulting in oversensing and pacing inhibition were observed on the right ventricular (rv) lead with a pacemaker dependent patient. Rv lead damage was suspected, but was unable to be confirmed. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.